Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the console waveforms quickly separated and suction was noted. The pump was successfully weaned and explanted. No patient harm was reported, and the console was not replaced.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console displayed a suction alarm, which persisted throughout the rest of the support period. This confirms the reported failure mode. This console was tested after arriving at fs. The suction alarm could not be reproduced when running the pump simulator. The root cause of the suction alarm could not be determined due to the inability to reproduce it. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.